Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 479 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. The customer treated high blood glucose with insulin pump. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the presence of air bubble. Perform high pressure test and it was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).